Event description:
Additional information was received from a manufacturer representative (rep) reporting that they ran an impedance check today and noticed that some of the values were changing. When they first ran the test, against reference 0, electrodes 3, 4, 11, and 12 were all greater than 40,000 ohms. When they ran the test again, against reference 0, electrodes 3, 4, 6, 8, and 11 were greater than 40,000 ohms, but 12 was 2490 ohms. The rep notes that he patient was programmed on high density (hd) settings using 13/15 and this pair was 1310 ohms. Technical service reviewed the importance of changing the reference electrode as that did not appear to be clear to the caller. The meaning behind the colors and why they still needed to change the reference electrode was reviewed. It was also reviewed that it appeared the patient had an intermittent open and clear issues with impedances, though at this time the programmed pair seemed ok. Technical services reviewed having imaging, testing impedances in different positions and a possible revision if the issue worsens and/or the patient needs to use additional contacts. No symptoms were reported. The event occurred on (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a260, serial# (B)(6) implanted: (B)(6) 2018, product type: lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018: product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was getting lumbar blocks first on (B)(6) 2019 and then was moving towards an ablation. The rep had not met with the patient since (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-oct-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 20-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a bad fall in (B)(6) of 2019, and therapy changed as a result of the fall. Impedances were checked, and it was noted that 3, 4, 6, & 11 electrodes were greater than 4000 ohms. The manufacturer representative changed the reference point to confirm there were no other electrodes with high impedances. Reprogramming took place, but the patient still couldn't feel stimulation afterwards on the right side. The patient's healthcare provider (hcp) recommended ablation and also lead revision. No further complications were reported or anticipated.